Event description:
It was reported that the patient presented to the emergency department with a heart rate in the 40 bpm range. Interrogation showed the right ventricular (rv) lead exhibiting possible loss of capture and elevated sensing integrity counter (sic). An increase in the rv pacing impedance trend was also observed. It was also noted that rv thresholds had started to rise many years after implant, however thresholds began to decline. The rv lead was capped and replaced. It was also reported that during the replacement procedure after the old rv lead was capped and the new rv lead was placed, the patient became very bradycardic and the new rv lead became unable to capture at the maximum output and was abandoned. A second new rv lead was then placed and the patient's heart rate recovered, however the patient still had very low blood pressure. The initial replacement rv lead was removed and not used, and the second replacement rv lead remains in use. It was suspected that the patient had experienced cardiac tamponade. An echocardiogram was done and significant tamponade was not seen. At one point chest compressions were conducted in order to maintain blood flow. A small amount of blood was drained from the pericardial space using pericardiocentesis, and eventually the patient's pressure and rhythm recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.